Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. The patient was doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and was not able to hold a charge. It was determined that the patient had a non-device related medical condition that required a defibrillation therapy and was believed that it had damaged the device. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg and was not able to hold a charge. It was determined that the patient had a non-device related medical condition that required a defibrillation therapy and was believed that it had damaged the device. The patient will undergo an ipg replacement procedure.